Manufacturer narrative:
Product complaint (B)(4). Investigation summary:although distributed by medtech orthopaedics, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the medtech orthopaedics customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The following investigation was provided by the supplier legal manufacturer: on 09/09/2024, answer was sent to serf: ¿regarding (B)(4). , below information has been received from sales rep: -no information was received from sales representative after three follow ups. So, please proceed without the sample.¿ documentary review: review of the manufacturing file for bi-mentum liner 22.2/41: batch 2012091a: (B)(4).units from manufacturing order no. Of (B)(4).were produced in april 2021. Dimensional and roughness controls comply with serf specifications. The manufacturing file was checked for conformity by the release department on 06/11/2021. No anomalies were found in the of file. No other complaints were reported for this batch. Technical investigation: due to the absence of the device, it was not possible to carry out a technical investigation. The manufacturing data complies with supplier specifications. No additional information has been provided to determine the cause of the impingement or to confirm whether the supplier implant was the cause of the issue. As a result, the cause of the impingement could neither be demonstrated nor determined. As part of medtech orthopedics quality process all devices are manufactured, inspected, and released to approved specifications. No further investigation with regard to this complaint is required. The supplier will continue to monitor for trends. Device history lot : review of the manufacturing file for bi-mentum liner 22.2/41: batch 2012091a: (B)(4).units from manufacturing order no. Of(B)(4). Were produced in april 2021.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised due to impingement. Doi: (B)(6) 2023. Dor: (B)(6) 2024. Affected side: left hip.